Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking insulin. When removed from the infusion site (arm), the patient saw that the pod's pink slide did not move forward. As treatment for hyperglycemia, a manual injection of insulin was delivered.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed, the needle completely retracted, and the pink slide insert was visible in the viewing window. The downloaded data indicates that the pod completed both its first and second priming sequences and ran for 2302 pulses, and ran returned a 0x6a hazard alarm, this means an ¿occlusion during runtime (threshold exceeded, not at end of bolus)¿. No timeouts or drive stalls were observed in the data. No damages or defects were found with the needle mechanism. The needle mechanism was reset and was re-deployed. All needle mechanism components were able to re-deploy as intended. There were no problems found that would cause the reported event. No occlusions were found along the fluid path and fluid was seen exiting the distal tip of the soft cannula. No damages or defects were found on the drive mechanism during the investigation. The cause of the alarm could not be determined.